Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 18616227.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. The explanted devices will not be returned as they were not released by the facility.